Event description:
A customer contacted global technical service (gts) regarding assistance with a system error (se) 2240 on the home choice (hc) during dwell 3 of 5. The baxter technical service representative (tsr) had the home patient (hp) check their set-up and the hp noticed that they left both clamps open on the unused supply lines. The tsr assisted the hp to clear the alarm. The tsr advised the hp to inform their nurse of the alarm and for further medical instructions. Proper procedures per the user manual were reviewed with the hp. There was no serious injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) is confirmed and the root cause was determined to be a clamp was open on an unused supply line during therapy. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. This issue is being investigated through CAPA.